Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was damaged upon insertion, and lens was removed during initial procedure. The procedure was completed with another lens. Additional information has been received and stated that intraocular lens was damaged upon insertion. The haptic got cracked off and the lens was accidentally scratched. The damage was noticed upon insertion and the lens had to be removed with a lens cutter. The event was caused by failure to properly load lens in cartridge. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified viscoelastic. The handpiece used was not provided. The product was not returned. The facility provided information that lens was improperly loaded, which caused the reported damage. A non-qualified viscoelastic was also indicated. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).